Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low output, current not delivered. Settings were reduced and the issue remained. Device history records were reviewed and the generator was seen to pass all functional and quality testing prior to distribution. Programming history review revealed the device has a stuck closed reed switch. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Troubleshooting of rapid magnet swipesdid not resolve the reed switch malfunction, the device is to be explanted and returned for analysis. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Update was received that the generator was explanted. The generator was received for analysis. Analysis has not been completed to date.

Event description:
Device evaluation was completed.